Event description:
It was reported that after closing the pocket the r-waves dropped. The physician reopened the pocket and was able to reposition the lead. Doctor stated that it was a positioning problem, not a lead problem. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.